Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was occasionally alarming. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, d9,g1, g3, g6, h2, h3, h4, h6 ( medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer was dispatched to evaluate the unit. After checking the log, it was initially determined that it was caused by an abnormality in the pcba executive processor. After replacement, the test was ok and it was delivered to the customer.